Event description:
I am writing this letter to you because of a concern I have regarding a medical device of which I have only a passing knowledge. Presently, this is the subject of a messy law suit, but in my review of the records that have recently come into my possession, I do not see where anyone has notified the FDA. There are 2 parallel problems occurring at the same time. One is a ventrogluteal injection into the superficial muscles of the buttock with an injection of toradol that some have contended is the source of the infection. No gram positive (B)(6) or other skin pathogens were found. The other possible diagnosis is an infection due to the placement of mersilene mesh from a sacrocolpopexy. The suit is nearing settlement. If this is a concern of yours perhaps you would feel more comfortable intervening after the final disposition of the legal case. Three months after this injection, the pt appeared at (B)(6) hospital, (B)(6) with a foul smelling purulent vaginal discharge that started 2 days prior. It was noted by the gynecological consultant that there appeared to be a surgical sponge that had ruptured through the vaginal wall. The pt was septic. She was subsequently sent to (B)(6) hospital, (B)(6) and after a 16 hour period underwent surgery for evacuation of the peri-pelvic abscess, adjacent gluteal abscess and removal of the mersilene mesh. The physicians who cared for her determined that the pt did not have a failure or complication of a medical device, but instead had the above problem due to the superficial im injection given 3 months earlier. After my research, I am convinced that this is a device failure. The gluteal abscesses grew out fusobacterium nucleatum and actinomyces. Today I was comparing the 2 MRI's of the area taken 16 hours apart at (B)(6) hospital and I noticed that the pelvic abscess first seen was a multiloculated 9 cm x 9 cm abscess grew to a 12.8 cm x 16.2 cm size in this short period of time. I can only attribute this to a gram negative bacteria. I would not expect gram negatives to grow on the skin or be a contaminate in the toradol. The records have only recently come into my possession. At this time I have not been able to obtain a copy of the initial surgical report in (B)(6). I recently noted that the (B)(6) has put out an advisory in jan 2009 for this procedure as interventional procedure guidance 284. The data I can give you is as follows. (B)(6). Procedure: sacrocolpopexy with mersilene mesh and hysterectomy. Date of surgery: (B)(6) 2004. Date admitted to (B)(6) ER: (B)(6) 2007.